Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Lit cit: o. Musat, uliana ochinciuc, tatiana gutu, t.r. Cristescu, corina coman. Refractive stability of artificial crystallins - acrysof toric. Oftalmologia 56(1): 90-3, 2012. (B)(4).

Event description:
In a literature article, the authors reported that one (1) patient presented an intraocular lens (iol) rotation of twenty (20) degrees six months after the iol implant surgery. It was also indicated that the most frequent cause was capsular bag fibrosis (late occurrence) or viscoelastic persistence in the bag (early occurrence). Additional information was received from the surgeon who confirmed that the rotation was negligible (below 30 degrees). The patients did not report any harm or issues related to the surgeries and these surgeries were considered successful. There are two medical device reports associated with this event. This report is for the patient with an iol rotation of twenty degrees.